Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No under delivery anomaly noted. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer was using bolus on the insulin pump but it was not coming down. Customer stated that reservoir was reading more insulin than what was in the insulin pump. It was unknown if the insulin pump was on auto mode. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.